Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542, (serial:(B)(6) ); product type: 0200-lead; implant date: (B)(6) 2024; explant date: (B)(6) 2025, brand name sensight; product ID b3300542m, (serial: (B)(6) ); product type: 0200-lead; implant date: (B)(6) 2024; explant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator. It was reported that there was no issues with any of the products. Patient had an open incision by left brain lead with yellow fluid at the site. Pt's pocket site had signs of infection as well. The hcp proceeded to explant all hardware. The hcp removed the patient¿s complete system due to infection being present at lead site as well as generator site. The ins will not be replaced in the future. The issue was resolved.